Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the flow sensor diaphragm was stuck to the top of the flow sensor housing. Gehc recommended to the hospital to replace the flow sensor. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The unit failed the preoperative leak test. There was no report of patient involvement.